Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/fluid obstruction. Full lead returned. Upon inspection, it was noted that the distal conductor had obstruction due to blood/fluid. Upon inspection, it was noted that the distal conductor of the lead was distorted/fractured. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported the lead was damaged at implant attempt. The guidewire reportedly got stuck inside the lumen. A guidewire insertion tool was not used while backloading and it was assumed the guidewire damaged the lead. The lead was not implanted. There were no patient complications as a result of this event.